Event description:
It was reported that during a tendon repair procedure, the needle tip of the inserter fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign: germany. Visual examination of the returned product identified the device has a fractured front needle tip with the suture and anchors inside. The device has not been cycled. Fracture analysis has been previously analyzed and bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.